Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that following bilateral intraocular lens (iol) implant procedures, the patient experienced glare and halos. It was reported the patient complained the glare was painful. The iol was exchanged for another lens model with 0.50 diopter more power one year following the initial implant procedure. There are 2 medical device reports associated with this event. This report is for the left eye. Additional information was requested and received.